Manufacturer narrative:
Device evaluation results are: the event was confirmed; the stent graft was delayed in deployment/flowering when the external slider was retracted. The root cause of the event could not conclusively be determined however, the graft cover was likely compressing the proximal portion of the tapered stent graft causing the delayed deployment.

Manufacturer narrative:
Evaluation conclusions: off-label, unapproved, or contraindicated use (iliac artery diameter) film .evaluation results are: a review of returned pre-implant CT¿s and 3d film report confirmed that the patient had a 5.5cm max diameter aaa. The proximal neck diameter just below the lowest left renal artery measured 23mm, and ranged in diameter from 21 ¿ 23mm along the 37mm length neck. The neck contained significant irregular thrombus, calcification, and the infrarenal neck was angulated 40 deg a-p relative to the distal aorta. The origin of the left renal artery was calcified and stenosed. The aaa sac contained thrombus; 1.5 ¿ 2cm flow lumen diameter. The distal aortic diameter measured 20 x 25mm and was calcified. The origin of the right common iliac artery was acutely angulated ~90 deg, and the lumen narrowed down to 4mm in diameter (off label use) due to extensive calcification. The rcia diameter was 11mm at mid-length and 9mm near the iliac bifurcation. The right internal iliac was occluded. The lcia diameter ranged from 10 ¿ 8mm and was non-tortuous but calcified. Both femoral arteries were extensively calcified. The right access was 4 ¿ 6mm in diameter, and measured 5.5 ¿ 7mm in diameter at the left artery access. The cause of the inability to deploy the contralateral limb could not be determined from the pre-implant images provided. Films during implant and post-implant were not available for review. It is possible that implanting the limb into the severely angulated, stenosed, and small diameter right common iliac artery may have contributed to the event.

Event description:
An endurant ii stent graft system was selected for use in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. It was reported that an endurant bifurcated stent graft was inserted from the left groin. An endurant 16x10x124 was inserted and advanced to the appropriate level within the contralateral gate and proceeded to deploy the contralateral limb. During deployment it appeared that the outer sheath of the delivery device was pulling back as it should but the proximal margin of the stent graft was not deploying but moving back with the graft cover. The physician attempted many times to get the outer sheath to release from the stent graft but was unable. The physician removed the stent graft delivery system with the un-deployed stent graft from the patient without issue. There was no issue positioning the device and no kinking was observed. The physician tried to deploy the stent graft outside of the patient and it still would not deploy correctly. Another endurant was used and the case was successfully completed. The physician believes that the cause of the event was due to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.